Event description:
The customer contact reported the pt rec'd less medication than intended. On an unspecified date and time, the device was programmed for pain mgmt , in the continuous+bolus mode, to deliver fentanyl 10mcg/1ml, with a 20 mcg/hr continuous rate, a 15 mcg bolus dose an 8 minute pt lockout, a 7 bolus/hr limit and a 250 ml container size. On (B) (6) 2010, at an unspecified time, the nurse expected the container to be empty; however, the volume remaining in the container was 37ml. The device was removed from clinical service. The customer contact indicated there were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were reported. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no add'l info was provided including if the therapy was resumed using a replacement device.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).